Event description:
It was also reported that the patient had an increase in thresholds since implant.

Manufacturer narrative:
Final analysis found that the lead's outer coil was fractured at 24.4 cm from the connector pin due to clavicular crush. The outer insulation was discolored at the same location.

Event description:
It was reported that the patient presented to the hospital with intermittent exit block. The lead was explanted and replaced.